Event description:
It was reported that a newly installed trusat device had been in use for a full day where upon smoke was noticed coming from beneath the power supply. The unit was in use in the children's unit treating a young girl. The power supply was turned off and the trusat device was used on battery power until the power supply could be replaced. There was no death or serious injury associated with this event. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.